Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the inlay component was broken from the distal end. Broken fragment was not returned for analysis. A complete functional test can not be performed due the condition of the complaint can not be replicated. However, due to the damage of the inlay the reported condition can be confirmed. The complete potential cause for the observed condition can be consistent with a component failure that was caused by exposure to unintended forces. However, with available information, the complete potential cause can not be determined. Consideration must be given to all other potential influences such as surgical procedure and/or manipulation and anatomical considerations. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø9 l 390 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product code: 04.043.445s lot number:21554p4 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20 jun 2024. Manufacturing site:jabil bettlach. Expiry date:01 jun 2034. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent surgery on an unknown date. The surgeon stated that the peek inlay at the distal end of the tibia nail advanced had shifted intraoperatively. During the procedure, the surgeon placed the tibia nail tna with a diameter of 12 and a length of 375 over an olive wire 2.5. When removing the olive wire, it was found that there was 'something wrong' at the distal tip. The nail was removed again. Outside the site, it was observed that the peek inlay at the distal part of the nail had shifted. A new nail with a diameter of 9 and a length of 390 was then placed, again over a 2.5 olive wire. Again, the nail and the peek inlay shifted when the olive wire was retracted. Outside the site, it was also seen that the distal peek inlay was shifted. A third nail was implanted without any abnormalities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.